Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 200 mg/dl. The customer was assisted with troubleshooting. Customer states the scroll bar is not moving with no input. Adv customer the up or down button may be stuck. Customer states that there is no response from any button. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No excessive no delivery alarm noted.